Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the left circumflex (lcx) artery with heavy calcification and moderate tortuosity. The 3cm flexiwire guide wire (gw) 190cm was used in the procedure; however, the gw seemed to be on the verge of separating [broke]. Therefore, the gw was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Event description:
Subsequent to the initial report being filed, it was reported that the flexiwire guide wire coils were stretched, and not on the verge of separating. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stretched coils was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified, moderately tortuous and 90% stenosed anatomy and/or manipulation of the device resulted in the noted bent distal core and ultimately resulted in the reported/noted stretched coils. The noted corrosion on the entire length of the coils and on the solder joints is likely a result of exposure to the elements during transit back to abbott vascular for analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 medical device problem code 1069 break was removed.